Manufacturer narrative:
Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1261759. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. No trend against false positive was identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, a false positive result was obtained. Confirmatory pcr testing was performed, and the result was negative. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: customer reports in the email that he is getting false positive result on lot# 1261759.

Event description:
It was reported that while testing with the bd veritor ¿ sars-cov-2 & flu a+b, a false positive result was obtained. Confirmatory pcr testing was performed, and the result was negative. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: customer reports in the email that he is getting false positive result on lot# 1261759.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.